Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a spinal cord stimulator it was reported that the patient has only utilized her device 10% of the time, but the patient is reporting 100% use. Interrogation shows poor coupling ,coupling is 2/8 (poor. 10% use of device. Date of test: (B)(6) 2016) it was noted that it was related to the device or therapy and not related to the implant procedure. Reported issue was resolved without sequelae (B)(6) 2017. No further complications were noted or anticipated.